Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an hour after the procedure the patient had feelings on both legs but could not move her legs. The patient had two hematomas, one right above the lead and one right below. The physician took the patient into the operating room and removed the hematomas and all products and performed a decompression at t9, t10 and t11. After the procedure the patient could move both legs.